Event description:
According to the available information, this brooks dilator tip broke during reprocessing. The number of reprocessing cycles unknown. Coloplast territory manager indicates he was issued a set of brooks dilators when he started in 2015; however, the set was switched with another set at another hospital. He indicated "mentor" was on this handle versus "coloplast" on his set.

Manufacturer narrative:
The research and development product support manager reviewed the returned brooks dilatator. During this review, it was noted that the end of the dilator is welded into place. The drawing for this device was made obsolete in 2015. The ¿mentor¿ name was changed to ¿coloplast¿ in 2007. It was suspected that this device is close to 20 years old, and it may have been reprocessed in an autoclave over the 75 times specified on our current dilator. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information, the 12mm brooks dilator tip broke [separated] during reprocessing. The number of reprocessing cycles is unknown.